Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer called to report no delivery alarms. The customer also stated that he was hospitalized for blood glucose levels above 600 mg/dl. Troubleshooting was performed, and the daily totals did not match up with the basal rate totals. Advised the customer that the insulin pump would be replaced. Nothing further was reported.